Event description:
Patient was revised to address significant osteolysis, poly wear of the humeral cup, and loosening of the metaglene. It was reported that the patient had fallen, which helped lead to the loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.